Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd end treatment. The patient reported receiving an m31 air detected in cassette message during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was found in the pump module area. The patient was advised to let the cycler dry and use for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient attempted to use the cycler the following treatment and received an m31 air detected in cassette alarm issue during drain 0 of 5 of treatment but had not yet connected to the cycler and discontinued the use of their cycler (see c-1057197, 8013698804). A new cycler was issued to the patient. The patient continues to completed capd pending delivery of the replacement cycler and is expected to receive a new cycler 03/14/2023. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd end treatment. The patient reported receiving an m31 air detected in cassette message during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was found in the pump module area. The patient was advised to let the cycler dry and use for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient attempted to use the cycler the following treatment and received an m31 air detected in cassette alarm issue during drain 0 of 5 of treatment but had not yet connected to the cycler and discontinued the use of their cycler see (B)(4). A new cycler was issued to the patient. The patient continues to completed capd pending delivery of the replacement cycler and is expected to receive a new cycler 03/14/2023. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.